Event description:
Patient undergoing pulmonary angiog raphy, vena cava filter insertion attempted. After following procedure for placement and deployment, filter would not fully deploy from sheath. Exam under fluorscopy showed filter partially deployed. Consultation with additional radiologist, cardiologist, and company representative failed to fully deploy filter from sheath. Vena cava filter was removed through vascular cut down procedure. A greenfield vena cava filter was then introduced the jugular approach.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown. Conclusion: device failed just prior to use, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.